Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.25x38mm and 3.5x18mm xience sierra stents were implanted on (B)(6) 2019. The patient presented with st-elevation myocardial infarction (stemi) before the procedure. On (B)(6) 2019, the patient was readmitted with unstable angina. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.